Event description:
During pt treatment with the model 3100a, operator reported it sounded like "it was skipping a beat" every now and then. The pt was bagged then placed on another 3100a apparently without compromise.